Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer reported that after a software upgrade and successful pass of opcheck, the red x does not disappear from the unit and the device chirps. There was no pt involvement.